Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported via the customer that the bur broke inside the attachment. It is unknown if the bur broke during a surgical procedure. No further information could be provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported via the customer that the bur broke inside the attachment. It is unknown if the bur broke during a surgical procedure. No further information could be provided.